Event description:
It was reported that patient had a back surgery on 2011 (B)(6) that involved inserting two rods and 19 screws and 4 bolts. Per her surgeons directive patient was "not to refill her pump and once her back was healed he would remove the pump because her pump wasn't attached to anything". It was further added that the patient saw that the catheter lines were flowing and were not attached to spine on x-ray. Patient's managing physician advised patient to get the refill as it was life-saving. It was stated that patient felt that a refill was not needed because, the "back surgery just replaced her whole back and hence did not need the pump anymore, because it wasn't effective". Drug delivered via the device were morphine and "other". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information: it was reported that pump was explanted. As reported previously this explant was because patient had a recon structive back surgery that was healed and patient no longer wanted the pump. It was added that patient never got the refill in december and didn't experience any withdrawals; however, because of this patient heard a low reservoir and later the pump was emptied out of medication, it sounded a critical alarm. Patient desired to keep the pump.

Manufacturer narrative:
(B)(4).